Manufacturer narrative:
The reported event was investigated in alignment with endologix operating procedures and work instructions. Endologix did not make any attempts to retrieve any reported adverse event/incident-related medical records or medical imaging because the distributor stated that they were unavailable. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the event could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The distributor was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be identified. As a result, event determination, assessment of off-label conditions, evaluation of related patient harms, and determination of patient disposition could not be independently assessed. No additional investigation of this reported event is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal stent graft. Reportedly there has been an indeterminate endoleak under observation since 2024. During routine follow-up conducted on (B)(6) 2026 aneurysm enlargement was identified and a type iiib endoleak was confirmed in flowing into the aneurysm sac from around the terminal aorta of the afx bsg device. Reintervention was completed on an unknown date on or after on (B)(6) 2026 to re-line the graft with a gore (non-endologix) excluder leg. This appeared to resolve the type iiib endoleak however, it is uncertain if an indeterminate endoleak still remains. The final patient status was not provided.